Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels upon waking up for the past few weeks (259-299 mg/dl). Correction boluses via the pump were delivered to address bg level. Contact stated allergies and puberty are the cause of customer's high bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.